Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No photographic evidence was provided to aid in investigation. Event log was provided and showed air in line error recorded by the device. However, timestamp of event log states error occurred on (B)(6) 2005. As such, unable to verify if event shown is recent or related as latest entry of event log is dated (B)(6) 2005, with date generated showing as (B)(6) 2024 and scope of report timeframe as from (B)(6) 2005 to (B)(6) 2024. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an air in line that was firing, and that the infusion was ended early. The delivery accuracy ranges from 11.5% up to 21%. It had an internal quality assurance on their infusions and noticed an increased trend of air in line alarms along with infusion ending 2.5 hours early. The product fault occurred while in use with a patient. There was unknown patient harm/adverse event reported.